Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. The archive used in the procedure was sent to medtronic for evaluation. It was found that the archive as not to protocol and that the second magnetic resonance imaging (mr) had a smaller x and y scale compared to the other images.

Event description:
A site representative reported that, while in a cranial resection, an imprecision was observed. It was reported that the imprecision was observed after a successful tracer registration was performed. It was reported that the site reverted to the registration, added additional points and accuracy was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.